Manufacturer narrative:
No product is being returned for evaluation.(B)(4).

Event description:
Towards the end of the case, advanced the scope towards the fundus and the blade advanced and perforated the uterus. Not due to the product stated by the sales rep. A majority of pathology was removed; however upon indication of perforation the procedure was aborted. The status of the patient is unknown. No actions were taken to resolve the perforation. Sales rep was present during the surgery and stated there were no visualization issues during the procedure. Device will not be returned for evaluation.

Manufacturer narrative:
(B)(4).